Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination of the returned complaint device revealed slight distal stent damage. One strut at the distal edge was slightly misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination also identified kinks along the entire length of the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention procedure, the device was unable to cross the lesion. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). The lesion was pre-dilated with a 1.5x15mm non-bsc balloon catheter. This 2.75x16mm promus element stent delivery system (sds) was selected and was advanced. However; the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed distal stent damage.